Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to respiratory tract irritation, liver disease/toxicity, lung disease and reduced cardiopulmonary reserve.medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report, the manufacturer in box h6 codes. The following correction has been corrected in this report. Box e: initial reporter has been updated. Box g: report source - other has been updated.